Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported: when pulling the needle during continuous suturing, the suture was broken near the swage part" please clarify if the suture separated from the needle. The sales rep reported that the suture was broken. Lot number? The lot number is unknown. Device return status/follow up? The device has been received and will be shipped. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6)2020 and suture was used. During the procedure, when pulling the needle during continuous suturing, the suture was broken near the swage part. The surgery was completed using another product with no problem. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/16/2020. A manufacturing record evaluation was performed for the finished device lot number mmq225, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: it was reported performance breakage suture. A paper lid, a winding former, a needle/suture piece and a needle of product code 8710, lot # mmq225 were returned for analysis. During the visual inspection of a needle/suture piece, the swage and attachment area were noted to be as expected and the suture end was noted with a lineal cut that appear to be by use of a surgical instrument. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The edge of the barrel hole could be observed with marks (flat) by use and this the cause of the breakage suture. In addition, the suture was not received for evaluation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance ¿ breakage suture is an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.